Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she would fill the reservoir and the insulin would get on the top of reservoir and she would connect to the infusion set. Customer called regarding the temporary vent blockage issue. The current blood glucose reading is 367 mg/dl. Customer treated with insulin pump. Customer stated that the insulin was forming at the top of the reservoir whenever she would fill it. Customer smelled insulin; however, no insulin in the reservoir compartment. Nothing further reported.